Manufacturer narrative:
An event regarding inaccurate visuals/values involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Post of CT of mako hip replacement showing 10 degree discrepancy than the robotic cup version values. Regrettably, the surgeon has found the difference in cup version with post of CT of mako hip procedure with own radio dept.